Event description:
Philips received a complaint on the xl+ device indicating that the battery needs to be replaced. There was no patient involvement. The fse evaluated the device on site. It was determined that this appears to be the malfunction of the battery but due to the end-of-life the replacement parts nor technical support are no longer provided. The manufacturer is unable to repair the faulty defibrillator. According to service bulletin (B)(4), the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31- december -2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december-2018. The customer was aware of the end-of-life terms and the device remains at the customer site. The device remains at the customer site and no further evaluation is warranted at this time.